Event description:
It was reported that during a tka procedure block had a very poor fit. No delay. No revision surgery performed. Procedure was completed with standard instrumentation. No injury or impact to patient reported.

Manufacturer narrative:
The associated visionaire guide kit was returned for evaluation. A visual inspection of the product noted no obvious sign of damage on the part. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was determined that errors were made during the segmentation of the femur and tibia. These errors would have affected block fit and could have caused the issues described in the complaint. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.